Manufacturer narrative:
Section h3 & h6--device evaluation summary. Additional testing for forward pressue gradients was performed using a pulse duplicator. According to the report, "no reference data was available for direct comparison with the test valve size 21mm. Therefore the results were compared to the trends obtain[ed] for reference valves size 23mm through size 29mm. The measured pulsatile forward gradient was higher then expected when compared to size 23mm through size 29mm reference valves."

Event description:
Shiley rec'd a copy of a hosp medical device explant form which indicates that the pt was admitted to the hosp for replacement of his bjork-shiley delrin disc aortic heart valve due to aortic stenosis. According to the explant form, the pt survived surgery.